Event description:
It was reported that during a coronary stent procedure in a 99% occluded lesion, the lesion was pre dilated with the maverick balloon catheter. Another manufacturer's stent was placed, however, it did not fully deploy. The physician used the same maverick balloon catheter to fully deploy the stent. Removal difficulties were experienced and the shaft of the catheter broke during removal. The catheter was removed without incident. No patient injuries or complications occurred.